Event description:
Alleges when she is transferring out of the chair, she flips back the right armrest and then slides off the right side of the chair. Alleges the right armrest has fallen down multiple times while she is transferring and has hit her head and her arm.

Manufacturer narrative:
The provider replaced the flip back tb3 version 3 arm rests with 2 post flip back arms for the customer. The provider does not have the old parts to return for evaluation.

Manufacturer narrative:
The "date of event" was not provided. The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report will then be submitted.

Event description:
Alleges when she is transferring out of the chair, she flips back the right armrest and then slides off the right side of the chair. Alleges the right armrest has fallen down multiple times while she is transferring and has hit her head and her arm.